Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The patient was not hospitalized for the event and the cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, the patient recovered from the peritonitis. This is report 3 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot gd893859, and no issues were detected during the manufacturing of this batch. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).